Event description:
It was reported that during a procedure of the heavily calcified, 100% chronic totally occluded right coronary artery (rca) the 2.5 x 20 mm trek balloon dilatation catheter (bdc) was used to jail a guide wire in the guiding catheter. During the first inflation at 2-4 atmosphere (atm) the balloon ruptured. The trek bdc was removed and a second 2.5 x 20 mm trek bdc was used, however, again during the first inflation at 2-4 atm the balloon ruptured. There was no reported adverse patient effect. After removal a non-abbott bdc was used in the procedure without issue and 3 stents were deployed in the lesion as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device and scanning electron microscopy (sem) analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide cath: 8 fr. The device is expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional trek balloon dilatation catheter referenced is being filed under a separate medwatch report.